Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. After a guidewire crossed the lesion, a 6.00mmx20mm nc emerge® balloon catheter was advanced for dilation. However, after the device reached 5cm over the wire, it was noted that the balloon became stuck and failed to advance to the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.